Event description:
It was reported that the customer was subsequently hospitalized with a low blood glucose (bg) level of 39 mg/dl; cause was unknown. The customer did not provide how the low bg was addressed. The customer was discharged 3 days later, (B)(6) 2024. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.